Event description:
It was reported by service report that the caster seams failed and the brakes on foot and head were not working properly. Also steering was not working properly. No patient involvement or adverse consequences were reported.